Manufacturer narrative:
It was reported the patient experienced skin flap necrosis and subsequently the device was explanted (date not reported). This report is filed on june 03, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and a loss of connection to the internal device subsequent to sustaining a head injury, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted october 29, 2019. - attachment: [145268 device analysis report reg.pdf].